Event description:
A surgeon reported that during a laser assisted cataract procedure, all cuts were programmed with one arcuate. The incisions opened easily, the capsulotomy was free floating, and the fragmentation of the cataract was performed with no difficulty. But, the primary incision would not seal, so the surgeon used one 10.0 nylon suture to close the incision. The incision was verified that it did not leak following the placement of the suture.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).